Event description:
A journal article was reviewed that contained information regarding this lead model. The lead had been disconnected due to an "insulation defect." Two years later, the patient complained of "severe chest pain." The pacemaker function was normal. The pain improved after an abdominal bandage was prescribed and placed. Two weeks later, the patient complained of "intense abdominal discomfort." The patient collapsed while playing. The patient died despite intervention by medical personnel. It was found that the lead had made "a large loop on the anterior surface of the heart" and carved a deep groove in the heart. The article stated that "necropsy showed strangulation of the ventricular apex by the epicardial lead."

Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. There is no information given as to the date of death for the patient; therefore, the date of death included in this report is purely an estimate. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "cardiac strangulation, a rare complication of epicardial pacemaker leads during growth." Eyskens, mertens, et al. Heart. 1997; 77:288-289.